Event description:
It was reported that during an unknown procedure, the device would not unlock and would not accept a fresh reload (cartridge). Another device was used to complete the procedure. No adverse consequences reported. Additional information requested but not yet received.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.